Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap right hemi colectomy procedure, the device was leaking from the seal. Unk how case was completed. There were no adverse consequences to the pt.